Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once by an experienced valve loader. The load check was done visually, tactilely and via fluoroscopy. No misload was identified. An infold was noted to before the fourth node. A pre-implant balloon aortic valvuloplasty (bav) was performed with 14-millimeter (mm) balloon. Calcification was ¿strong¿ in the non-coronary cusp (ncc) valve leaflet and there was no effect observed from the pre-implant bav. The physician proceeded with the valve implantation. Due to expansion issues, the valve was recaptured and pre-bav was performed again using an 18 mm balloon. The valve was attempted to be deployed again but good expansion was not obtained. The valve was deployed and recaptured a total of four times. The physician requested confirmation of valve function and reloading. No significant infolding was observed on the echocardiogram confirmation. However, due to the in-folding concern and multiple recaptures, a new valve was recommended. A different system was attempted with good valve expansion and position on the first deployment and the valve was fully released. A post-implant bav was not performed. The procedure was completed without issue. Additional information was received that ten months and fifteen days post-implant, the patient died. The cause of death was unknown. Per the physician, the valve and the valve implant procedure contributing factors to the patient's death were unknown. No further information was provided.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.